Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized on the middle of (B)(6) 2012 due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was over 600 mg/dl. Customer stated that she was in insulin drip and her blood glucose went down dramatically. Nothing further was reported.